Event description:
On (B)(6) 2014, the surgeon performed an si joint arthrodesis on the patient placing three ifuse implants. The patient complained of new sciatic type pain immediately following the surgery. The surgeon believed that an implant was near the foramen. On (B)(6) 2014, the surgeon performed a revision surgery where he removed the implant that was impinging on the foramen and replaced it with a shorter one using the same explant hole. The patient is pain free following the surgery.

Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU, certificate of analysis and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant.